Event description:
After the first implant was deployed normally, the second implant came out of the needle and was pulled back into the joint. Implants were not removed. The same incident happened to the 2nd fastfix that was inserted, which shares the same lot number. The surgeon tried with a 3rd and 4th fast-fix with no issue. Malfunction report states pieces were not removed.

Manufacturer narrative:
Two devices were returned for evaluation. Both devices were returned without any ts or suture. Both needles are bent/bowed. Both trigger are advanced fully forward and locked. Railgap and crimp were measured and met print specification. No root cause related to the manufacturing process can be established.(B)(4)